Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/19/2022, it was reported by a sale representative via email that an ar-3602h hip fibertak suture anchor inserter broke. The anchor was successfully implanted and all broken fragments retrieved. This was discovered during an hip acetabulum repair on (B)(6) 2022

Manufacturer narrative:
Complaint confirmed. Visual inspection identified inserter shaft, hip fibertak, suture tape tip was broken off. The other one had a shaft bent but no breakage. The last one did not show damage. No suture or anchor was received. The cause remains undetermined. However, the most likely reasons are improper bone prep, misaligned insertion, and prying and leveraging the device.